Event description:
It was reported the pt's ipg will not communicate with external devices. The pt does not have stimulation. An sjm rep met with the pt and confirmed the issue. Follow-up identified the pt's scs ipg was replaced on (B)(6) 2013. The issue has been resolved.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.